Event description:
The customer reported a heparin infusion programmed to complete in 20 hours completed in 20 minutes. A 250ml heparin primary infusion at 18u/kg/hr was set to infuse at a rate of 12.3 ml/hr. And was verified by 2 nurses. The nurse returned 20 minutes later for an air in line alarm and noted the bag was empty. The pump reported 236.9 ml left to infuse. There was no obvious leakage reported. The patient was given a protamine drip and had serial vital signs and labs drawn. The customer reported the patient had a full recovery from this event.

Manufacturer narrative:
The customer¿s report of an over infusion was not confirmed. Physical inspection of the device found the pivot latch screw to be partially backed out; however, at the time of inspection it did not interfere with door closure. No other damage or anomalies were noted. Physical inspection of the concomitant pc unit found it to have impact marks to the left side of the front panel consistent with previous contact with a loose pivot latch screw; however, it is not known when this damage occurred or if it is related to this event. Analysis of the pcu event logs confirmed that the pump module was programmed as reported. Functional testing was performed on the administration set and no leaking was noted. Rate accuracy found the device to be infusing within specification with no periods of unregulated flow. The root cause of the customer¿s report was not determined.

Manufacturer narrative:
The concomitant device has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.